Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. The tracking number recorded was an empty box return. Per response from facility, the sample was shipped in a separate box. Once the sample is received, this complaint will be reopened and updated. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: asst director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band 2 unit that deflated and wouldn't hold air. The unit was tested and noticed that the leak was from the tube connecting to the band. The event happened post-treatment. There was no patient injury or medical/surgical intervention required. Additional information was received on 18 may 2023: the band was being used on the patient when the leak occurred. Hemostasis was achieved by manual compression. The device was not manipulated before use in any way, peruse or during use. The product was stored prior to use on a shelf as normal. The patient was in stable condition.